Event description:
The health care professional reports the unometer safeti plus was connected to the patient's rusch catheter on (B)(6) 2014. At 03:00 am the unometer safeti plus disconnected from the catheter. The health care professional reported when reconnecting the unometer safeti plus to the catheter the nurses ensured that there was a firm connection. The unometer safeti plus was discontinued at approximately 08:00 pm on (B)(6) 2014.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. The facility was unable to determine the lot number for the device involved but, indicated the device may have been from lot 162147 or 161560. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted.